Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "damage to blood vessels, hematoma, delayed wound healing and/or infection." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.

Event description:
It was reported that the patient had an initial left partial knee arthroplasty on (B)(6)2015. Subsequently, the patient was revised on (B)(6) 2016 due to a possible infection. The bearing was revised.